Event description:
The user facility reported faulty connection between the sheath and dilator with the angio-seal device involved. Two different units from the same lot were tried; however, both had the same issue. Pressure was held and there was no harm to the patient. The event occurred intra-operative. The reported event did not result in patient injury and/or require surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 20 mar 2024, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on (B)(6) 2024: the angio-seal device separated upon entering the patient. The second device did not audibly click, and the connection felt loose, therefore, they did not attempt it. There were no adverse events reported; however, it cost them additional time due to holding pressure.